Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the presence of foreign material in the nozzle was confirmed. It is possible that the foreign material is white silica. The component analysis detected phosphorus and calcium. However, the identity and definitive root cause of the foreign material could not be determined. Olympus will continue to monitor field performance for this device.